Manufacturer narrative:
Post market vigilance (pmv) received one gia 60-3.8mm single use reloadable stapler opened by the account. The visual inspection of the returned product noted no single use loading unit was returned with the unit. The firing knob was disengaged from the stapler. No other abnormalities were observed. Due to the observed damage no functional testing was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a peritonectomy procedure, the black firing lever fell off of the stapling device after the second firing on the division of the small bowel. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, a new stapler was opened. There was no patient harm. The current patient status is stable.